Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that when the PICC was used on 4/26, there was difficulty flushing and aspirating and a hole was discovered. Upon removal, the catheter broke into two pieces. Add'l info: leak was internal. Break occurred during removal.